Manufacturer narrative:
With all the available information, bsc is unable to conclude the root cause of the incident. This device has not been returned; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this clinic received a remote alert from this implantable device for high, out-of-range (>125 ohms) shock impedance measurements from the right ventricular (rv) lead. It was noted that the shock impedance had gradually increased over the last six months. Boston scientific technical services was contacted and confirmed that this increase was most likely due to changes in the patient condition, as pacing impedance measurements were also increased from the rv and left ventricular lead. It was recommended to increase the alert setting for the shock impedance measurements and continue with remote monitoring. The system remains implanted with no patient effects reported.